Manufacturer narrative:
Patient had a battery replacement and did not get the leads changed. Patient reported an infection but did not have an explant according to enterra records. Multiple attempts have been made to contact the patient, but patient has not responded.

Event description:
Patient called the call center informing of a battery replacement and infection; had questions regarding leads.

Event description:
Update to complaint (B)(4) - on (B)(6) 2025 patient showed up on the surgery schedule for a battery replacement. During the procedure it was noted that the previous battery had been explanted due to infection at an undetermined date and the leads were left intact. Dr. Michael hughes explanted the leads and noted that they were implanted in her small intestine likely due to limited stomach due to previous surgeries. Dr. Hughes was able to successfully remove the old leads and implant a completely new system of leads implanted in the stomach wall as well as a new generator. The patient is doing well.